Event description:
It was reported that patient experienced an infusion set adhesive failure on (B)(6)2026, where the infusion set tape was not sticking.

Manufacturer narrative:
Initial 2 of 3. E1: event city: (B)(6). Event country: mexico. Name: (B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545,. Manufacturing site: 3003442380.